Event description:
Hip replacement in 2002. Cement used in original hip replacement surgery has disintegrated to the point that the hip must be replaced. Hip being replaced on (B)(6) 2012. Pt is now (B)(6) and will have to rehab through another hip replacement. The original hip installed on (B)(6) 2002 should have lasted through the remainder of her lifetime. Going through this surgery and rehabilitation again at (B)(6) could be much more challenging. I am a lay person, and am not positive I have provided correct information. I have a copy of medical chart that lists all products used, lot numbers, reference numbers, etc, if it is needed.